Event description:
It was reported from the field service center that the ventilator turbine did not work. The reported problem was found during bench testing and the ventilator was not connected to a patient.

Manufacturer narrative:
Na